Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the perclose proglide after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide, is being filed under a separate MFR number. Evaluation summary: the device was returned for evaluation. Device analysis found that the link was pulled from the cuff and could appear to the user as the reported cuff miss. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.